Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitoring device displayed a dampened pleth waveform with a reading of 100% accompanied by a ¿?¿ error. Tr oubleshooting observations noted that the sensor remained on the same thumb location from the previous day and was not repositioned or replaced at the time of initial assessment. When the module was connected to an alternate monitor, the pleth waveform appeared stronger and the ¿?¿ error was not present, indicating improved signal quality without sensor manipulation. Due to environmental constraints, further sensor troubleshooting at that time was limited. Later in the day, clinical staff reported that the module stopped providing a reading and the sensor was replaced with an alternate sensor applied to the ear, which produced an acceptable pleth waveform and stable oxygen saturation reading without the ¿?¿ error. During a later follow-up, the waveform remained acceptable with a saturation reading of 99%; however, after reconnecting to the original monitor, the pleth waveform again appeared more dampened with a displayed saturation of 97%. There was no patient injury.